Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and mesh was implanted. The patient states that the mesh has eroded into other organs, caused nerve damage, left her in excruciating pain in the groin and vaginal area, severely restricted her walking, and caused bladder and bowel incontinence. The patient is unable to work because of the pain and 24 hour medications, and can no longer have a sexual relationship. In addition, her lifestyle is limited because of the pain and double incontinence and she has lost confidence and self-esteem and is dependent on family and care takers to help look after her and cannot lead a normal family life. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.